Event description:
A distributor performed a checkout of the tec 6 plus unit and found it to fail a leak test. Ge healthcare was contacted to perform a checkout of the unit. The unit was checked and found to pass the leak test but the output was noted to be high to manufacturing specifications. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.